Event description:
It was reported that, upon an x-ray, it was observed that the right ventricular (rv) lead was dislodged. Upon interrogation, it was observed that the rv lead exhibited a failure to capture and a failure to sense. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, sensing problem, and helix mechanism issue. As received, a complete lead was returned in one-piece. The reported events of loss of capture and sensing problems were not confirmed electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the lead and applying torque to the inner coil the helix could be extended and retracted. The full helix extension length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the blood/tissue clogging the helix and the over torqued inner coil inside the connector region consistent with procedural damage.

Event description:
New information indicates that the right ventricular lead was attempted to be repositioned on (B)(6) 2022. During the procedure, the rv lead's helix exhibited a failure to extend helix.

Manufacturer narrative:
Additional information: b5, h6.